Manufacturer narrative:
A4: patient weight is unknown. Based on the information available, the impella 5.5 cannot be excluded as a possible contributing factor to the patient¿s outcome. Product status: the device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured recurring ventricular tachycardia with a "possible" relationship to the impella device used: ¿the patient developed recurring episodes of ventricular tachycardia. On (B)(6) 2025, the patient developed sustained ventricular tachycardia. The patient underwent direct-current cardioversion eight times. The patient lost pulsatility on three of these episodes and lost flows on the impella once. Impella placement was confirmed via point of care ultrasound. Throughout the admission, the patient had several more episodes of non-sustained, often self-limiting episodes of ventricular tachycardia. Native rhythm was sinus.¿ it was further reported that the patient¿s family decided to withdraw care and the patient expired.

Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure investigation summary: no product was returned. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Low pump flow: no product was returned. No clinical about low flow provided. Pump was in optimal position. After reviewing logs, multiple suction alarms along with impella position unknown and in aorta alarms were observed. The cause of low pump cannot be determined since insufficient clinical details were provided. Device history lot: device lot: 1847637 device history batch: subcomponent lot: n/a device history review: device sn:(B)(6) passed all post sterile inspection checks.